Manufacturer narrative:
The cartridge was returned in an opened folded pouch. All four feet of the cartridge had been punched through the paper side of the pouch upon return. Only a small amount of solution was observed dried in the cartridge. The tip has stress lines and a small aneurysm is noted on the bottom of the tip. The cartridge wings show evidence of being placed into a handpiece. The anterior surface of the loading area was crushed in, appearing to have occurred from a force pressing downward. The reported ridge on cartridge was not observed. The tip shows horizontal like stretching which may have occurred due to a difficulty of the lens exiting the cartridge. A handpiece and two viscoelastics were used. Associated iol information was not provided. It is unknown if a qualified combination of products was used. Inadequate viscoelastic was observed in the cartridge. Other damage was observed which may have been interpreted as the reported complaint. The root cause of the damage may be related to a failure to follow the directions for use (dfu). The tip shows horizontal like stretching which may have occurred due to a difficulty of the lens exiting the cartridge. Stress lines,a small tip aneurysm, and a bent/smashed appearance were observed upon return. Cartridge stress is an expected occurrence and does not denote a cartridge deficiency, stress lines can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The use of non qualified combinations may result in delivery issues and/or damage. Upon return, heavy damage was observed to the exterior loading area and to the posterior feet of cartridge. This damage may have occurred during shipping due to being returned loose. Extreme force exerted in a downward direction would have been needed in order to create the smashed damage to the cartridge. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A compliance/infection control manager reported that during an intraocular lens (iol) implant procedure, it was noted that the cartridge had a ridge/defect. The surgeon had some difficulty inserting the cartridge into the incision which resulted in a corneal abrasion. A bandage contact lens was placed to treat the abrasion. Additional information was provided that the event has resolved.